Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-operative diagnosis as kyphosis. For which, patient underwent surgery y at levels l3-s1. Reportedly, on an unknown date, post-op, l4 screw deviated medially. The product came in contact with the patient. Numbness of lower limbs were reported as a result of this event. On (B)(6) 2017, patient underwent replacement surgery for the migrated screw.